Manufacturer narrative:
It was reported that the device can't shock in sync mode. There was reportedly no patient involvement. The problem was confirmed and resolution in gfe response seems to suggest this was caused by user error, but that¿s not totally clear. Although the cause was not identified, the customer was instructed on proper use of the defibrillator. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user. If yes, describe? No, the event did not occur during clinical use. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.

Event description:
It was reported that the device can't shock in sync mode. The problem was confirmed and resolution in gfe response seems to suggest this was caused by user error, but that¿s not totally clear. Although the cause was not identified, the customer was instructed on proper use of the defibrillator. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user. If yes, describe? No, the event did not occur during clinical use. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was reportedly no adverse event.